Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The user attempted to recover the drawer but was unable to recover. The pyxis system was rebooted; however, the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the latch and confirmed that the magnet was still present in the inseparable, then replaced the latch sensor, after which the drawer was successfully recovered in the medication application, and testing in the hardware testing application was completed successfully. The system functioned as intended after the field service engineer repaired the device.